Event description:
The following was reported to hamilton medical ag: summary: options disappeared / options not found.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Note: the UDI number in section d4 will be provided in the follow-up report, as it is currently being internally verified for this product variant.